Event description:
Procedure: radiofrequency ablation. Reportedly, during the first ablation with a cool-tip electrode needle, the patient sustained a burn after 4 sessions. The burn was noted after removing the grounding pad. Right leg: 2nd-degree burn, 1.3cm by 2.7cm, water blister was found. Left leg: 1st-degree burn, 0.8cm by 2.0cm. The burns were treated with ointment. The ablation was started from 30w. Ablation time: 12 minutes.

Manufacturer narrative:
It is always a concern when valleylab is notified of a product complaint. We as a manufacturer strive for excellence in constantly improving our products quality and surgical care. A more complete description of the incident described in the received report including relevant events prior to and subsequent to the actual incident has been sought (including additional patient status details). The file would be updated when additional information is received.